Event description:
It was reported that the ventilator alarmed for power failure. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and an expiratory channel printed circuit (pc) board was replaced and returned for investigation. The reported power failure was reproduced during test of the returned expiratory channel pc board in a reference ventilator. During pre-use check, the internal leakage test failed due to an open safety valve, when it was expected to be closed. The conclusion of the investigation is that the issue occurred due to a short circuit in a capacitor that is part of the electronics for the safety valve function. The received device log confirms the reported problem and we could trace back the reported problem to (B)(6) therefore the date of event was determined as (B)(6) 2018. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).